Event description:
A malfunction was reported on the customer's pump, but there was no adverse impact on the customer's blood glucose level. The customer began using a backup pump for insulin therapy after experiencing the malfunction. Unable to confirm the fault ID, the pump was turned off and back on. Technical support agreed to send a replacement pump, with the customer understanding that their current software would need updating. The customer was instructed to return the defective pump within 10 days using a provided return box to avoid any charges. Additionally, the customer acknowledged all guidance regarding programming settings and connecting their cgm to the replacement pump.